Manufacturer narrative:
Other applicable components are: product ID 8840, serial# unknown, product type: programmer, physician.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving dilaudid via an implantable pump. The indication for use was other. The healthcare provider reported that the patient's pump went "eos" (end of service). The patient just showed up at the healthcare provider's office with the pump alarming and at eos. Per the reporter the physician unaware of eri or eos. The patient would be receiving oral pain meds. No patient symptoms reported. Additional information received reported that the physician confirmed eos (end of service). The patient was scheduled for replacement on (B)(6) 2016.

Manufacturer narrative:
Corrected information: the serial number for the 8840 physician programmer is (B)(4).

Event description:
Additional information received reported that per the session data report eri occurred (B)(6) 2016 and eos occurred (B)(6) 2016.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.